Event description:
It was reported by a physician's office that the pt had been having "increased events." The site felt that the vns battery was depleting, causing the issues. The pt's current settings were 0.75 ma, pulse width 250, freq 30hz, on time 30 sec, off time 5.0, magnet current 1.00 ma, pulse width 500. The pt's last known diagnostic tests showed proper device function. Further info revealed that the pt was being referred for a prophylactic replacement due to the seizures. The physician had increased the pt's medications slightly with no benefit, and the pt's mother refuses to allow titration of the vns. Clinic notes from the physician's office stated that on (B)(6) 2011 the mother had noted a "significant change in seizure frequency" in the past 2 weeks. Besides having the usual "night events", the pt was not having "day events" as well. Attempts for further info have been unsuccessful.